Manufacturer narrative:
Ptc results were provided 08-sep-2015: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and right after procedure she had bleeding (interpreted as post procedural bleeding). She also experienced cramping / bad abdominal pain / sharp shooting pain in abdomen (interpreted as abdominal pain) among non-serious events. A hysterectomy was scheduled but not performed yet. Post procedural bleeding and abdominal pain are listed events in the reference safety information for essure. In this particular case, since the bleeding occurred right after the procedure and there is no alternative explanation, this event is assessed as related. Also, considering that the abdominal pain occurred after essure insertion, no alternative explanation was provided and that she stated she was healthy prior to essure, this abdominal pain is rather assessed as related to essure. This case is regarded as incident since a surgical intervention will be required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0399, awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted in 2009/2010 (discrepant information). She was implanted in 2010 and was told the product was made from heart stent material and perfectly safe. Since then, her life has been filed with chronic health issues in which no doctor has been able to find any reason as to why. Prior to essure implantation, she was healthy with no medical conditions. She have delivered 4 babies, her last one was delivered in (B)(6) of 98. Due to that pregnancy being high risk her doctor highly recommended essure and was implanted in 2009. Since then, her health has slowly gotten worse with no known reasons to date. Right after procedure she had extreme discomfort, pain, cramping, bleeding which doctor advised was all normal. She started having very painful ovulations to where she would bleed during ovulation as well, not just spotting. Her cycles became irregular and heavier with clotting, so her doctor put her on the pill again to keep her regular. He also suggested ablation but she declined. After being on the pill for about 2 1/2 years she then had to come off of it due to affecting blood pressure and increased weight gain. After she went off the pill her bp stabilized for a short period of time but she was then having really bad abdominal pain pretty consistently. She asked her doctor if this could be related to essure, he said that if she has an allergy to nickel, it was possible and stated that the only way to get essure out was by doing a complete hysterectomy. Then, she started having more symptoms, even more weight gain, her sugar was now elevating, she had very high blood pressure, swelling, really bad acne, joint pain, muscle weakness etc. Her family practice doctor sent her to an endocrinologist to run more test. According to the endocrinologist her cortisol levels were through the roof and she was suspecting an adrenal tumor. She conducted a test to determine if she had cushing's syndrome and addison's disease. All tests came back normal. She has since then just learned to live with symptoms. She take an amino acid that in supposed to regulate the body's cortisol levels and was on blood pressure medication. For the past 3 years the amount of vaginal yeast and bacterial infections have increased and she currently at the point to where she constantly has them. Her doctor keeps having her come in for cultures on a monthly basis just to tell her the same thing as the previous month. He has given her longer treatments and tried different medications all to which get rid of the infections but within a week they are back. More tests were done and stated that her thyroid was slow, so she was put on nature thyroid, this helped to feel better for a few months, but then she slip back to the same symptoms. It has helped with the brain fog and a little bit of the chronic fatigue but she was still no where near feeling as good as pre essure. This has been a huge life changer for her; every aspect of her life has gotten worse and depressing. She had no energy to go anywhere or do anything. Due to her periods being every 2 weeks and always on suppository medication for the vaginal bacterial infections and batting yeast infections she had an almost nonexistent sex life. This was ruining her relationship. When she sit a certain way, bend a certain way or if she lay on her left side too long she get a sharp shooting pain my abdomen. Ironically, there was fibroid growing at the base of the left coil. Intercourse had also become uncomfortable which would result in spotting in which her doctor told her was normal. She provided a list of her complications: she also had chronic fatigue, joint pain, swollen ankles, feet and hands, insomnia, discharge from her breast with normal prolactin levels, rashes, skin texture changes, tested positive for ebv (mono) last october, chronic swollen glands, chronic inflammation, headaches (more frequent as time goes on), pityriase and tremors on her left hand. Essure has made her feel like she had rapidly aged due to all the aliments, she felt her head was in a cloud all the time and she was sick of it. Hysterectomy is scheduled for (B)(6). Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and right after procedure she had bleeding (interpreted as post procedural bleeding). She also experienced cramping / bad abdominal pain / sharp shooting pain in abdomen (interpreted as abdominal pain) among non-serious events. A hysterectomy was scheduled but not performed yet. Post procedural bleeding and abdominal pain are listed events in the reference safety information for essure. In this particular case, since the bleeding occurred right after the procedure and there is no alternative explanation, this event is assessed as related. Also, considering that the abdominal pain occurred after essure insertion, no alternative explanation was provided and that she stated she was healthy prior to essure, this abdominal pain is rather assessed as related to essure. This case is regarded as incident since a surgical intervention will be required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs